Manufacturer narrative:
Technician found that the frame hi/low foot was drifting down. Replaced valve solenoid to resolve this issue. Hi/low foot downpart# 6543035. Bed located in ground floor storage area.

Event description:
Info rec'd that the frame hi/low foot was drifting down. No injury reported.